Manufacturer narrative:
310c29 valve implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor had no telemetry and the patient had been unable to send a remote transmission. The caller was advised to have the patient reach out to the clinic for device interrogation. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.